Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
During surgery, the flex shaft snapped in half while drilling and two driver shafts were bent while being screwed into an allograph.

Manufacturer narrative:
An event regarding an alleged fracture involving a universal driver shaft hexalobular screwdriver tip was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection revealed the hexalobular driver tip is deformed (fractured). Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: visual inspection revealed the hexalobular driver tip is deformed (fractured). Corrective action investigation found the root cause to be an overtorque force to the device.

Event description:
During surgery, the flex shaft snapped in half while drilling and two driver shafts were bent while being screwed into an allograph.